Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that magnet rate could not be activated during a trans- telephonic follow-up. Five days later, the patient was seen at the pacemaker clinic and the device could not be interrogated. Subsequently, the device was replaced.